Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that kinks/indents in the tubing caused the pump to sound air in line alarms, although no air was visible in the tubing. The alarms were occurring so frequently that "someone (a manager) had to sit in the patient's room and select "restart" on the pump approximately every 10 seconds so that the patient would receive the treatment they need, because nothing else worked." The frequent air in line alarms have been delaying patient care. Additional information: the customer reported specific information for one event to a bd representative during a site visit. During an infusion of carboplatin, frequent air-in-line alarms occurred. The infusion was tried on multiple pump channels with no effect. The carboplatin bag was sent back to the pharmacy where a new bag had to be remade. No additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing is causing air in line alarms.